Manufacturer narrative:
The lot number was provided. A review of the device history records indicated the lot met all release criteria. The device will not be returned for evaluation; therefore, a product analysis will not be performed. The root cause cannot be determined.

Event description:
It was reported that during coil embolization of an aneurysm, the coil was repositioned 4-5 times and then the coil unexpectedly detached in the microcatheter. The detached coil was pushed out of the microcatheter with the pusher wire and then successfully retrieved with a snare device. There was no reported patient injury or health damage.